Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and stopped working. The customer stated that she replaced the battery, but the alarm recurred. The customer's blood glucose was 105 mg/dl. She stated that the insulin pump failed twice with two different batteries. The customer's call was transferred for troubleshooting assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.